Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # (B)(4).

Event description:
During prep, it was reported that there was air observed entering the prep syringe on two saber balloon catheters: a 150 cm. Saber 5 mm. X 30 cm., and a 150 cm. Saber 4 mm. X 4 cm. There was no patient injury. The balloons inflated fine and did not lose pressure.

Manufacturer narrative:
During prep, it was reported that there was air observed entering the prep syringe on two saber balloon catheters (bc): a 150 cm. Saber 5 mm. X 30 cm. And a 150 cm. Saber 4 mm. X 4 cm. There was no patient injury. The balloons inflated fine and did not lose pressure. Additional information received indicated that both balloons were used in the same case. The leak was detected when we prepped the balloons catheters. The leakage was described as ¿it seemed like we could suck air forever during prep.¿ there was no reported difficulty removing either balloon catheter from package or hoop. The sales representative was there for the case and saw it firsthand. No additional information is available. The products were returned for analysis. (B)(4): one non sterile saber 5mm x 30cm 150cm bc was returned. Per visual analysis, the balloon had been inflated and deflated. No damages were noted. Per functional analysis a leak test was performed. A .018¿ guide wire (lab sample) was inserted via the tip through the unit. Then, water was applied to the catheter and the balloon was successfully inflated and deflated. No anomalies were noted. Microscopic and sem analyses were not performed as no anomalies were noted. The reported ¿balloon- leakage - during negative prep¿ was confirmed through analysis of the first returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, handling factors may have contributed to the event as evidenced by a fracture pattern that presents evidence of plastic deformations commonly found on tensile fractured surfaces, caused during the application of force. The reported ¿balloon- leakage - during negative prep¿ was not confirmed through analysis of the second returned device as the device performed as intended and therefore could not be related to the manufacturing process. The exact cause of the event could not be determined during analysis. According to the instructions for use, which are not intended to mitigate risk, ¿preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ according to the safety information in the instructions for use ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report # case- (B)(4)/ 9616099-2018-02016 and case- (B)(4)/ 9616099-2018-02017.